Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone11.8. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level was 253 mg/dl after wearing a pod between 4 and 24 hours on the upper thigh. The parent reported the needle did not deploy. The cannula did enter the skin, but the pod was coming unglued at the bottom of the patch. The on-call doctor was consulted, who instructed the parents to give the patient 2 units of fast acting inulin and apply a new pod.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed that the pod ran for 407 pulses and delivered boluses before deactivating. There were no errors or abnormalities observed. The needle mechanism assembly showed no damage or deficiencies that would impact the pod operation. The needle mechanism was reset and deployed successfully; no issues were found. The adhesive pad was not received for evaluation. Inspection of the adhesive welds showed no damage or deficiencies. The cause of the reported failure to adhere could not be determined.